Manufacturer narrative:
No device was returned to olympus for evaluation. The exact cause of the source of the infection is unknown and the exact cause of death is unknown. This report will be updated accordingly if additional information becomes available at a later time. Please cross reference MFR. Report number: 2951238-2015-00254, 2951238-2015-00258, and 2951238-2015-000259.

Manufacturer narrative:
Olympus was informed that the patient had undergone a liver transplant in (B)(6) 2014. The patient tolerated the transplant well and was discharged after ten days. Six weeks post-transplant, the patient began to lose biliary functions. A stent was ordered, and an endoscopic retrograde cholangiopancreatography (ercp) was performed on (B)(6) 2015. Two days after discharge, the patient presented with a high fever and was readmitted. The patient was then diagnosed with carbapenem-resistant enterobacteriaceae (cre). The patient spent most of the next three months in the hospital before expiring in (B)(6) 2015. It was reported that the scope used in the patient's ercp procedure was reprocessed in less than 35 minutes.

Event description:
Olympus became aware of a news article in (B)(6) 2015 which reported that 18 people at one medical center had carbapenem-resistant enterobacteriacaea (cre) in the first months of 2015. Of those, 15 had cre upon admission to the hospital; three acquired it in the hospital, and one died. The cause of death was not reported. No details were reported about how the three became infected in the hospital. Olympus followed up with the user facility in an effort to obtain additional information regarding the reported event, but with no results after multiple inquiries. In an article published on (B)(6) 2015, it was reported that a patient at the same medical center had allegedly died in 2013 as a result of cre infection following an ercp procedure using an olympus duodenoscope. Because the (B)(6) article reports that an olympus product was allegedly associated with cre infection at the medical center in 2013, olympus has determined to submit a report for the three cre cases discussed in the (B)(6)2015 article based on the possibility that an olympus duodenoscope may have been associated with the three cre events reported to have been acquired at this medical center earlier this year.

Manufacturer narrative:
The supplemental report is being submitted to provide additional information. Based on an article received there is a high likelihood that the user facility is using custom ultrasonic as the aer for reprocessing. Please cross reference MFR report numbers: 2951238-2015-00254, 2951238-2015-00258, and 2951238-2015-00259.